Manufacturer narrative:
At this time the product has not been returned for investigation. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that the patient could be subject to if the device produces inaccurate measurements.

Event description:
It was reported that the summary screen flexion extension numbers did not match the previous originally registered flexion extension numbers.